Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was taken out of storage, the last capacitor reform was done 5 months ago, and the used before date was 4/2005. The box label voltage was 3.25v, the monitoring voltage was 3.13v.